Event description:
The customer obtained a single, negatively biased, non-reproducible phyt result from a patient sample using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased result was not reported and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that phyt quality control results were acceptable at the time of the incident. The investigation found no evidence to suggest that either the vitros 5,1 or the vitros phyt slides had malfunctioned. The sample repeated acceptably twice after the original negatively biased result. The root cause of the single, negatively biased, non-reproducible phyt result is unknown, however, sample contamination of the original sample due to the fibrin or other material cannot be ruled out.